Manufacturer narrative:
Product return received for receiver. Product investigation concluded assembly error as well as moisture damage.

Event description:
Patient contacted dexcom to report no audio output. The patient did not report any medical intervention or injuries.